Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was undersensing on the atrial lead over the telephone. The patient was brought in and the egm was "crisp", but it then degenerated into "a sine wave." The device was programmed vdd and was not much better. It was then programmed to vvi and there was a 1.2 second pause. This was also noted on the right ventricular (rv) lead. It was further reported that the threshold had been increased by capture management. The technical consultant stated that it was thought there may be a blanking switch not working in the device. Further discussion indicated that the rv lead was seeing high polarization which kept it in blanking, resulting in the atrial lead held in blanking.